Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm. This stent graft was originally implanted under the clinical study, g-960016, per this clinical study's approved clinical protocol, patient follow-up under this study terminates after the patient's five year follow-up visit. Since the patient with this stent graft is past their five-year follow-up visit, the following patient information is being communicated to FDA via the medwatch process. Aneurysm diameter was 7.8 cm with severe proximal aortic neck angulation. The initial result was reported to be excellent with aaa exclusion despite the patient's challenging anatomy. The patient was a poor candidate for open surgical repair due frailty repair and advanced age made pt a poor candidate for open surgical repair. The aortic neck was reported to be 26 mm in diameter with a 90-degree angle. 33 months after the aneurx stent graft implantation the pt underwent implantation of a talent endograft under talent aortic cuff trial (ide-g020050). Another talent cuff was requested after an additional 33 months also under talent cuff trial (ide-g020050). No add'l clinical sequelae were reported.